Event description:
Used for laparoscopic cholecystectomy. At the beginning of surgery, balloon exploded with a bang. Opened new one to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended.

Manufacturer narrative:
(B)(4).